Event description:
It was reported that a user experienced bluetooth connectivity loss between a dexcom g7 cgm and the ilet, while glucose values remained visible in the dexcom app and the ilet showed signal loss until the device was restarted after toggling the g6/g7 setting. Symptoms included no reported clinical effects, with a documented glucose value of 134 mg/dl and no alerts or alarms. Outcomes included no injury, no medical intervention, and no impact to therapy delivery or clinical status. Investigation included technical troubleshooting and user education, including bluetooth reconnection steps, cgm type toggle, device restart, and monitoring for pairing within the advised timeframe. Investigation of this case revealed that the ilet reestablished communication after the restart, consistent with transient communication interference without sensor malfunction. It was concluded that a temporary communication issue occurred between the ilet and the cgm, resolved through standard troubleshooting, with normal glucose values and no adverse health effects.